Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient advocate thought that this pacemaker stopped working since the device was set to pace the patient at seventy beats per minute, but the patient was at sixty-five then changed to fifty-five but the device did not pace. Boston scientific technical services (ts) referred the patient advocate to the cardiologist. An attempt to obtain additional information was not successful. The pacemaker remains in service. No adverse patient effects were reported.